Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula was not observed to be bent or kinked. A leak test was performed. No leaks or blockages were observed. Download data did not show any timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. No damages or defects capable of causing leaking during wear were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 18 mmol/l (324 mg/dl) while wearing the pod between 37 and 48 hours on the arm. Multiple corrections were administered using the pod, but the bg levels did not decrease. The pod was removed, insulin was noticed to had leaking out and the cannula was bent. Hyperglycemia treated by activating new pod and bolus 6 units.